Manufacturer narrative:
An ocd field engineer (fe) visited this site and performed repairs on the device. Investigation into this event by the field engineer determined that the immuno wash fluid (iwf) tip to the slide spacing was out of specifications. The ocd field engineer adjusted the iwf tip to slide spacing to meet the appropriate ocd stated specifications. The operator repeated qc samples after the fe serviced the analyzer and results were within the expected values. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.

Event description:
A customer observed imprecise qc results with vitros phbr slides on a vitros 5,1 fs analyzer. No pt samples were assayed during the time of this event and there was no allegation of harm to any pts. This report corresponds to ortho-clinical diagnostics, inc.